Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced when the unit was tested on an in-house system and run in normal mode.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the integrated electrosurgical unit (erbe) had a c-34 error while the customer was using the monopolar energy. The customer confirmed that the bipolar energy was working properly. The technical service engineer (tse) had the customer perform a reboot on the erbe generator, but the issue remained. The tse then had the customer check the energy cords, but the issue persisted. There was no reported injury. The procedure outcome was not provided.